Manufacturer narrative:
(B)(4). Product is in the process of being returned once the product is returned and investigation complete a final report will be submitted.

Event description:
Dermatome: took a graft from too deep. The graft was too thick as a result.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6), 2018, it was reported that the device took a graft too deep, and the adjustment at the 10 setting was too thick. As a result the customer had to use a subratel-skin as an additional procedure. There was harm to the patient, but the exact harm is not available. There was no delay reported. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was june 22, 2010 where it was reported that the device does not work properly and the ball detent, control bar, reciprocating arm, seal and retaining ring, poppet assembly, machine head, thickness control lever, bearings, motor and o-ring were replaced. This is not a related issue. Product return of the air dermatome by medicrea on june 6, 2018 revealed that calibration was out of specification during incoming testing. The motor is damaged and corroded. The reciprocating arm and aluminum lever were worn. The control bar was nonconforming and the machine head was damaged. The blade position failed incoming testing. Repair of the air dermatome was performed by medicrea on june 18 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, control bar, machine hear, spring pin, ring gear, external e-ring and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device took a graft too deep, and the adjustment at the 10 setting was too thick¿ was confirmed since during product review that calibration was out of specification. The control bar was noted to be damaged. The cause of the device taking a deep/ thick graft was due to the calibration being out of specification and the control bar being damaged. The root cause of the device taking a deep/ thick graft could not been determined with the provided information since it is unknown how the device became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
The dermatome took a graft from too deep, although the adjustment was at normal 10 - the graft was too thick as a result. As a result they had to use subratel-skin as an additional procedure. There was harm to the patient the exact harm is not available. There was no surgical delay in the procedure.